Manufacturer narrative:
Date of event: not provided.

Event description:
On (B)(6) 2013, the reporter contacted animas to report on an unspecified date, the patient experienced hypoglycemic blood glucose levels after priming the pump while still attached. The reporter did not provide any further information about the patient¿s status or any pump issue. The technical service representative contacted the patient to troubleshoot the pump and to obtain further information about the hypoglycemic event, but was unable to reach the patient by telephone. The patient¿s technique was incorrect by priming the pump while still attached to the pump, leading to an inadvertent infusion of insulin. No specific details were provided about the patient¿s blood glucose levels or symptoms. However, as the patient suffered a hypoglycemic event while using the pump, this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: no defect was found. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms. Force sensor calibration was in specification. Flow test was with in specification. User error was considered the cause as when prime step is started the warning "be sure set is disconnected from your body. Then select continue" is displayed, and the patient admits priming while attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.